Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("I had everything removed except ovaries with the davinci") and clostridium difficile colitis ("cdiff") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), clostridium difficile colitis (seriousness criterion medically significant) and pneumonia ("pneumonia"). The patient was treated with surgery (I had everything removed). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the clostridium difficile colitis and pneumonia had resolved. The reporter considered clostridium difficile colitis, medical device removal and pneumonia to be related to essure. Concerning the injuries reported in this case, the following I had everything removed except ovaries with the davinci, cdiff, pneumonia were reported via social media. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("I had everything removed except ovaries with the davinci") and clostridium difficile colitis ("cdiff") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), clostridium difficile colitis (seriousness criterion medically significant) and pneumonia ("pneumonia"). The patient was treated with surgery (I had everything removed). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the clostridium difficile colitis and pneumonia had resolved. The reporter considered clostridium difficile colitis, medical device removal and pneumonia to be related to essure. Concerning the injuries reported in this case, the following I had everything removed except ovaries with the davinci, cdiff, pneumonia were reported via social media. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.